Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was unable to review the lot histories of the subject products since the product's lot numbers were unavailable from the doctor's office.

Event description:
Dr reported that two abutments broke in function. Pt is same pt as medwatch report 2023141-1998-00239.